Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose episode which resulted in a hospitalization. The customer was advised to change the infusion set as soon as possible, and to speak with their doctor about the event. The blood glucose level was 36 mg/dl. The customer stated the insulin pump was working well; however, no troubleshooting was done at the time of the customer's phone call with the helpline. No further information was available.